Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experienced high blood glucose of 510 mg/dl. The high blood glucose was treated with the insulin pump. The customer's mother also reported discrepancy reading from the sensor. The customer's mother declined to troubleshoot. The customer's mother did not mention if auto mode was in use. The insulin pump will not be returned for analysis.